Event description:
During the procedure, the physician had trouble loading two separators. He tried a third and completed the case successfully. He commented that this had no impact on the patient or the procedure. He also commented that he had to do a great deal of catheter and separator manipulation during the case and that there was a lot of guide catheter kick back. He was using an sl-10 guide wire and a bsc 6f guide catheter. In addition, he felt that there was reduced flow around the psc041.

Manufacturer narrative:
Technical evaluation: visual inspection of the separator under magnification shows that the tip of the separator bent and kinked inward past the distal cone. The device was also bent in an approximately 110 degree angle 11cm from the tip. The device shows evidence of being under compression from the force exerted while the physician attempted to insert the separator into the reperfusion catheter. This damage indicates that the separator may have kinked during initial insertion into the hub and while attempting to advance it, the separator became stuck. Further attempts to advance the separator through the catheter likely caused it to bend 11cm from the tip which may have occurred outside the rhv. This MDR is being filed as part of the remediation action taken in response to the 483 issued to penumbra on august 28, 2009. A review of the device history record (DHR) was completed on part # 0479 (lot # l12858). All appropriate inspections were completed per process monitoring requirements or 100% inspections were required. The DHR review of final assembly (lot# l12858) indicated that 100% inspection of the devices resulted in no visual rejects. The lot has passed all dimensional measurements per specification, in addition, all destructive testing was completed per required process monitoring requirements and results met specification for the tensile strength. The parts released in this lot met process requirement.